Event description:
The health authority received two reports of bilaterally implanted intraocular lenses (iols) in a pt with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. This report is for the right eye. No further information is expected. There are 2 medical device reports associated with these events. This is the first report.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The lens remains implanted. A sample has not been returned. A root cause can not be determined. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).